Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump repeatedly failed to complete a software update, displaying 0% progress and an update failed alert that could not be cleared, which prevented factory reset and normal use. Symptoms included no reported clinical effects. Outcomes included no impact to patient health and no hospitalization. Investigation included technical troubleshooting with app deletion and reconnection steps, guidance to disable bluetooth and wi-fi during update attempts, and coordination for device return. Investigation of this case revealed a device malfunction during the update process that resulted in system freeze and persistent error messaging, consistent with a hardware or firmware fault affecting the user interface and system restart functions. It was concluded that the cause was an update-related device malfunction.